Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a blister that was scratched and became open. The patient indicated that he was going to a scheduled appointment with his cardiologist a few days later. Multiple follow up attempts were unsuccessful. It is unknown if the patient received any form of medical intervention. The medical outcome of the open sore is unknown.